Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
Corrected information has been provided in d4 (serial). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage b, with a history of diabetes mellitus. The patient was noted to have a significant right groin hematoma at the access site. The hematoma was evacuated, resulting in clinical improvement. On reassessment, the area was softer, decreasing in size, and appeared to be gradually resolving without further expansion. The patient remained on impella support. The reported hematoma is consistent with access-site complications associated with large-bore femoral arterial cannulation and the anticoagulation/purge requirements associated with impella support.